Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior, striated broken on anterior, missing shell (0-25%) and crease fold. Base on the device analysis the final assessment is: a pattern of crease sharp on posterior side of broken shell assessed as fold flaw opening. Striated pattern of broken assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Physician reported "rupture of the right device and a double shell." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: visual analysis of the photographs identified: broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "rupture of the right device and a double shell." Device has been explanted.